Manufacturer narrative:
Investigation: the complaint was investigated for the z6ms transducer displaying an error message. The defective transducer was returned, and investigation was performed. The system error was reproduced during investigation. The cause of the problem was determined to be an issue in cable assembly manufacturing. This issue was resolved through an update to the cable manufacturing process in may 2017. This defective transducer was manufactured before the corrective action.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that the transducer displayed a usacquisitionhw_40 error message. No additional information was provided. Multiple attempts were made via email to obtain additional information regarding the reported event but with no results.